Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device serial number and UDI number are unknown, no product information has been provided to date.

Event description:
It was reported that the customer was having issues with flow rates with the warming device. Using a disposable infuser works with saline but very slow rates with blood. Flow rates with blood around 100/ml/ min. Six issues in the last five weeks on four different units. No patient injury was reported. Additional information was requested; however, no further information was received.

Manufacturer narrative:
H6: event problem and evaluation codes: updates not required. Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. No lot number was provided; therefore, DHR (device history review) could not be performed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Manufacturer narrative:
Other, other text: b5: additional information received via customer response email (B)(6)2022: a sales rep came in, there was no issues with the equipment so it was released back into circulation. H6: event problem and evaluation codes: updates not required. H10: device evaluation: no product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.